Event description:
Additional information reports, the patient was doing great with the replacement devices .

Event description:
It was reported that the lead was damaged during the explant procedure. It was stated that the physician put ¿a lot of love¿ into the recommended removal technique (included dissection and massage). The physician attempted to remove the lead for approximately 15 minutes. It was also stated that lead fragments remained in the patient. The replacement lead was placed on the left side with the ins in the same location. Please refer to mfg. Report# 3004209178-2014-13365 and 3004209178-2014-13704 for the indication of removal.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v695669, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).